Event description:
The reporter stated the surgeon pushed a staar inserter and the baush & lomb lens cracked in pieces. The surgeon removed the pieces from the patient's eye and implanted a different lens. There was no injury to the eye.